Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 80 to 96mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on 06/13/2015. Comparing blood glucose test results from trueresult meter to doctor's meter. Back to back blood test fasting produced test results of 189 mg/dl using trueresult meter and 85 mg/dl using doctor's meter. Verified storage of product is within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 10/30/2017 and open vial date is month of april 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 80 to 96 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from trueresult meter to doctor's meter. Back to back blood test fasting produced test results of 189 mg/dl using trueresult meter and 85 mg/dl using doctor's meter. Verified storage of product is within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is (B)(6) 2017 and open vial date is month of (B)(6) 2015. Recall test results performed fasting from meter memory: 222mg/dl, (B)(6) 2015, 04:10pm, fasting: yes; 189mg/dl, (B)(6) 2015, 11:37am, fasting: yes; 180mg/dl, (B)(6) 2015, 06:01am, fasting: yes; 89mg/dl, (B)(6) 2015, 06:50am, fasting: yes; 98mg/dl, (B)(6) 2015, 07:21am, fasting: yes. Adverse event not reported.